Manufacturer narrative:
This report is resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. The reported patient effect of restenosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU) is a known adverse event associated with the use of a coronary scaffold in native coronary arteries. The absorb bvs is a temporary scaffold indicated for improving coronary luminal diameter. It is unknown if the IFU deviation contributed to the reported difficulty. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
Patient age: median age. Sex: 51.6% male gender. Date of event, test date, implant date, therapy date: estimated date. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us. The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported through a literature article that the absorb bioresorbable vascular scaffolds (bvs) may be related to target vessel revascularization, amputation and restenosis. Specific patient information is documented as unknown. Details are listed in the attached article, titled "single arm retrospective study of bioresorbable vascular scaffolds to treat patients with severe infrapopliteal arterial disease". No additional information was provided.